Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the proximal aspect of the fallopian tube is a portion of coiled metallic wire') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 43-year-old female patient who had essure (batch no. C91743/ 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed with essure insertion" and device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's medical history included overweight and leiomyoma nos. On (B)(6) 2008, the patient had essure inserted. In march 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In january 2009, the patient experienced abdominal pain ("abdominal pain"), arthralgia ("hip pain") and back pain ("lower back pain"). In 2010, the patient experienced ankylosing spondylitis ("autoimmune disorder type of disorder: ankylosing spondylitis"). In december 2010, the patient experienced neuropathy peripheral ("neurological conditions or problems type: neuropathy"). In 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and bursitis ("bilateral hip bursitis"). In (B)(6) 2014, the patient experienced cervicitis ("cervicitis"). In april 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), migraine ("migraines/migraine headache"), allergy to metals ("nickel allergy/nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In may 2015, the patient experienced pelvic pain ("pain"), pruritus ("itchy hands and feet"), rash ("rash on face") and headache ("headaches"). In january 2016, the patient experienced visual impairment ("vision/eye problems type: decreased - needed bifocals"). On 17-oct-2017, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition : endometriosis") and ovarian cyst ("ovarian cysts"), 9 years 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), adnexa uteri pain ("near the ovaries pain"), hot flush ("hormonal changes describe: hot flashes") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy and oophorectomy, cystoscopy). Essure was removed on 17-oct-2017. At the time of the report, the embedded device, menorrhagia, pruritus, female sexual dysfunction, urinary tract disorder, bladder disorder, migraine, headache, endometriosis, ovarian cyst, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, vaginal haemorrhage, ankylosing spondylitis, hot flush, neuropathy peripheral, irritable bowel syndrome, cervicitis, bursitis, arthralgia and back pain outcome was unknown, the pelvic pain, rash, adnexa uteri pain, abdominal pain and vulvovaginal pain had resolved and the weight increased and alopecia was resolving. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, ankylosing spondylitis, arthralgia, back pain, bladder disorder, bursitis, cervicitis, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, female sexual dysfunction, headache, hot flush, irritable bowel syndrome, menorrhagia, migraine, neuropathy peripheral, ovarian cyst, pelvic pain, pruritus, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Essure could only be placed on one side due to fallopian tube being blocked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record - "embedded device" lot number: 623824 manufacturing date: 2007-03 expiration date: 2009-02 lot number: c91743 manufacturing date: 2014-07 expiration date: 2017-07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the proximal aspect of the fallopian tube is a portion of coiled metallic wire') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 43-year-old female patient who had essure (batch no. C91743/ 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed with essure insertion" and device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's medical history included overweight and leiomyoma nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), arthralgia ("hip pain") and back pain ("lower back pain"). In 2010, the patient experienced ankylosing spondylitis ("autoimmune disorder type of disorder: ankylosing spondylitis"). In (B)(6) 2010, the patient experienced neuropathy peripheral ("neurological conditions or problems type: neuropathy"). In 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and bursitis ("bilateral hip bursitis"). In (B)(6) 2014, the patient experienced cervicitis ("cervicitis"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), migraine ("migraines/migraine headache"), allergy to metals ("nickel allergy/nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain ("pain"), pruritus ("itchy hands and feet"), rash ("rash on face") and headache ("headaches"). In (B)(6) 2016, the patient experienced visual impairment ("vision/eye problems type: decreased - needed bifocals"). On (B)(6) 2017, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition : endometriosis") and ovarian cyst ("ovarian cysts"), 9 years 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), adnexa uteri pain ("near the ovaries pain"), hot flush ("hormonal changes describe: hot flashes") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy and oophorectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, pruritus, female sexual dysfunction, urinary tract disorder, bladder disorder, migraine, headache, endometriosis, ovarian cyst, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, vaginal haemorrhage, ankylosing spondylitis, hot flush, neuropathy peripheral, irritable bowel syndrome, cervicitis, bursitis, arthralgia and back pain outcome was unknown, the pelvic pain, rash, adnexa uteri pain, abdominal pain and vulvovaginal pain had resolved and the weight increased and alopecia was resolving. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, ankylosing spondylitis, arthralgia, back pain, bladder disorder, bursitis, cervicitis, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, female sexual dysfunction, headache, hot flush, irritable bowel syndrome, menorrhagia, migraine, neuropathy peripheral, ovarian cyst, pelvic pain, pruritus, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Essure could only be placed on one side due to fallopian tube being blocked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record - "embedded device". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: plaintiff fact sheet received. Reporter added. On (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2015). Essure lot number added. Added events hormonal changes describe: hot flashes, abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: ankylosing spondylitis, neurological conditions or problems type: neuropathy, gastrointestinal or digestive system condition type: ibs, cervicitis, bilateral hip bursitis, abdominal pain, hip pain, lower back pain, vaginal pain. Outcome of event abdominal pain and vaginal pain as recovered. Updated events onset dates. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded within the proximal aspect of the fallopian tube is a portion of coiled metallic wire") in an adult female patient who had essure (batch no. C91743) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test" and medical device monitoring error "ablation performed with essure insertion". The patient's medical history included overweight and leiomyoma nos. On (B)(6) 2015, the patient had essure inserted. In may 2015, the patient experienced pelvic pain ("pain"), pruritus ("itchy hands and feet"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rash on face"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), migraine ("migraines"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition : endometriosis"), ovarian cyst ("ovarian cysts"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: decreased - needed bifocals") and adnexa uteri pain ("near the ovaries pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pruritus, female sexual dysfunction, urinary tract disorder, bladder disorder, migraine, headache, endometriosis, ovarian cyst, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment and fatigue outcome was unknown, the pelvic pain, rash and adnexa uteri pain had resolved and the weight increased and alopecia was resolving. The reporter considered adnexa uteri pain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, female sexual dysfunction, headache, migraine, ovarian cyst, pelvic pain, pruritus, rash, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Essure could only be placed on one side due to fallopian tube being blocked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record - "embedded device" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded within the proximal aspect of the fallopian tube is a portion of coiled metallic wire") in an adult female patient who had essure (batch no. C91743) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test" and medical device monitoring error "ablation performed with essure insertion". The patient's medical history included overweight and leiomyoma nos. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain"), pruritus ("itchy hands and feet"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rash on face"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), migraine ("migraines"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition : endometriosis"), ovarian cyst ("ovarian cysts"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: decreased - needed bifocals") and adnexa uteri pain ("near the ovaries pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pruritus, female sexual dysfunction, urinary tract disorder, bladder disorder, migraine, headache, endometriosis, ovarian cyst, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment and fatigue outcome was unknown, the pelvic pain, rash and adnexa uteri pain had resolved and the weight increased and alopecia was resolving. The reporter considered adnexa uteri pain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, female sexual dysfunction, headache, migraine, ovarian cyst, pelvic pain, pruritus, rash, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Essure could only be placed on one side due to fallopian tube being blocked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record - "embedded device" most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received : case updated to incident. Previously reported event "injury " updated to "pain", events- "apareunia (inability to have sexual intercourse), rash on face, urinary problems, bladder problems, migraines, headaches, endometriosis, ovarian cysts, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: decreased - needed bifocals, fatigue, weight gain, hair loss, near the ovaries pain, embedded within the proximal aspect of the fallopian tube is a portion of coiled metallic wire, plaintiff does not undergo essure confirmation test, ablation performed with essure insertion", reporter, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.